Event description:
It was reported to philips that the system gave an alert indicating there was an unknown source skin distance, preventing geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.